Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the op laser and cable fiber optic. The system was tested and verified as ready for use. The affected part involved with this complaint are field scrap items and will not be returned to isi for further investigation. Fse review of the logs verified a non-recoverable system error - op laser.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the patient side cart (psc) had persistent recoverable faults. Troubleshooting was performed but the issue was not resolved. The position of the robot boom reportedly could not allow the or team to undock the psc to perform a hard power cycle restart of the system. The surgeon elected to convert to an open procedure due to the persistent faults. The procedure had been in progress for an hour. The surgeon believes the cause of the issue was the universal surgical manipulator (usm). The patient tolerated the conversion to open with no reported issues.